Manufacturer narrative:
Five devices were received for evaluation. During visual inspection, one sample was observed with sliced at the top left of the bag and four of the samples had the spike port cover removed where customer likely drained the contents. During functional testing, a leak was noted at the spike port cap of all the samples. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The five (5) actual devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml exactamix eva tpn bags were leaking at the administration port. This was observed prior to use. There was no patient involvement. No additional information is available.